Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; +2.0/+1.50/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022; as a replacement lens to a prior lens rotation issue. It was indicated the problem was not resolved and "lens rotated 7 degrees and he is left with astigmatism of 2 for now. If the lens rotation is stable we are planning to do a laser surgery in 6 months time". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).